Event description:
The facility representative reported to largo customer service that the device failed to alarm downstream occlusion. This was found during bio-med testing, with no patient involvement. The bio med technician stated that there were no visible or audible alarms or failure indicators. The device was programmed in basal and pca mode. It was unknown if the speaker on the device was muted or volume turned down.

Manufacturer narrative:
The device has been returned to baxter's product analysis laboratory for evaluation, however, evaluation is not yet complete. As soon as we are in receipt of evaluation results, a follow up report will be submitted.

Event description:
It was reported that no light output and intermittent intensity display and will not go to stand by when the button is pushed.

Manufacturer narrative:
The customer reported problem of failure to alarm downstream occlusion was not confirmed or duplicated during baxter's product analysis evaluation. The pump detected the downstream occlusion, and the device operated as designed.